Event description:
It was reported that the patient's implantable neurostimulator (ins) was revised on (B)(6)-2011. It was reported there was something wrong with the device, and the patient had difficulty charging the ins. The device was in overdischarge, and it was unclear if a physician-recharge-mode was ever done. During the revision the hcp indicated that the pocket was too deep. The patient requested a new ins as he indicated his existing device was defective. The original ins was explanted and a new ins was placed. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).